Event description:
Info received indicates the brake will not hold. The wheels are rolling after the brake pedal is set.

Manufacturer narrative:
The tech adjusted the brake and steer casters to repair the bed.